Manufacturer narrative:
Concomitant product(s) : product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that program 3 no longer covered the pain or appropriate foot. The patient did not feel stimulation until 3.7v, at which point there was stimulation in the knee. At 5.0v, stimulation was felt in the other foot. The patient felt stimulation in the correct area when stimulation was increased to a high setting (7v); this covered the pain but stimulated other areas as well. It was also reported that the implantable neurostimulator (ins) depleted fast. It was noted that the patient only had group a, and she had attempted adjusting other programs. The consumer also reported that there were falls that could be related to this issue; the patient had fallen once or twice since implant. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain.

Event description:
Followup information received from the patient reported that the manufacturer&#38112;representative was very helpful in resolving the issue and noted that the ins was reprogrammed. It was also reported that the reprogramming was very helpful with better sleep for the patient. If additional information is received, a follow-up report will be sent.